Event description:
Customer reported the lift column will not go up or down. No patient injury was reported.

Manufacturer narrative:
Customer cancelled service call, onsite biomed will perform repairs.